Manufacturer narrative:
A review of device history record, documentation, drawing, instructions for use, manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instructions for use that describes its intended use specifically: instructions for unlocking the mac-loc locking loop mechanism states "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free. Note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Catheter exchange can now be performed." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(6. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent implantation of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter on (B)(6) 2017 for drainage of a trans-hepatic abscess. The suture separated from the catheter during the planned catheter explant on (B)(6) 2017. The physician attempted to retrieve the suture portion, felt resistance and was not able to complete the explant of the suture portion. The physician opted to cut the retained suture at the skin exit site and allow for the remainder to be retained within the patient. There are no reported adverse patient consequences related to the event or retained suture fragment.